Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set cannula bent events for one event on 21-mar-2024 and patient was unsure of event dates for other events.the event occurred after 3 hours of insertion. The insertion site was at abdomen. The blood glucose level was over 400 mg/dl at the time of event. He took correction injection by mdi. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.